Event description:
It was reported that the user¿s ilet would not power on after being intentionally shut down for multiple days while the user transitioned to multiple daily injections due to running out of sensors, and upon attempting to recharge, the charger showed a flashing green indicator for several hours until troubleshooting steps resulted in a solid green indicator, suggesting charging activity. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond device unavailability and user education on charging. Investigation included technical troubleshooting with the user. Investigation of this case revealed that the charger indicator behavior normalized after reseating the power connection and placing the device on the charger, consistent with battery depletion and subsequent charging. It was concluded that the event was attributable to battery depletion with recovery following proper charging procedure.